Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device would not stop beeping. Customer's blood glucose was 478 mg/dl. Customer removed and reinserted the battery. Device alarmed battery out limit alarm and no delivery alarm. During troubleshooting, customer was advised that there may have been a reservoir occlusion. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.